Event description:
It was reported to medtronic minimed that the customer experienced servers upload failed, error code 16, loss of communication between mobile application and carelink. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6102. Updated summary: it was reported to medtronic minimed that the customer experienced servers upload failed, error code 16, loss of communication between mobile application and carelink. The customer reported no adverse event. The event involved product(s) mmt-6102 and mmt-1884. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6102. The customer discontinued to use of the device, product return was required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a frozen screen at medtronic logo. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self-test and unable to download history files and traces due to frozen screen medtronic logo on the display. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked cracked keypad overlay. Unable to download history files and traces due to frozen screen medtronic logo on the display. Frozen screen at medtronic logo is isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.